Manufacturer narrative:
The customer reported that the device failed multiple tests including therapy tests. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed multiple tests including therapy tests.